Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that the pump stopped three (3) times during battery exchange. There was no reported patient injury related to this event. The reported event could not be confirmed because the controller and battery were not returned. After device history record (DHR) review of the controller, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Based on not being able to test the battery and controller, no additional investigation of this event is required at this time. The most likely root cause cannot be conclusively determined. Applicable risk documentation and experience with events of similar circumstances were considered; loss of power events may be due to a faulty power source, as evidenced by the report that the patient was using a "bad" battery that he continued to use despite being told to return it. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports 2014-00329 and 2016-00076 submitted for devices related to the same event.

Event description:
It was reported from the united states that the pump stopped three times while attempting to change the batteries. The patient was instructed to come to the emergency department where a nurse performed an emergent controller exchange. The patient's primary controller was exchanged with a back-up controller. The controller was never returned to the manufacturer for analysis. The site was aware that the patient had a "bad" battery in their possession, and had given the patient instructions not to use it; however, he reportedly continued to use the battery. There was no reported patient injury as a result of this event.